Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent laparoscopic sleeve gastrectomy on (B)(6) 2012.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.

Manufacturer narrative:
It was reported that after 6 months of insertion of the mesh, the patient experienced leakage which got worse at a year end. The patient experienced depression, obesity, stress urinary incontinence, intermittent lower abdominal pain; bleeding; intermittent irritation, constant dyspareunia and vaginal discharge. The patient has to take antibiotics after sexual intercourse. The patient¿s husband feels something scratchy on his penis after he penetrates. The patient¿s pregnancy in 2005 was extremely painful. The patient experienced rectocele, cystocele, and prolapse, which she continues to suffer, severe incontinence and difficulty sleeping. It was reported that patient was fitted for a pessary on (B)(6) 2008 for symptomatic anterior prolapse, mild defecatory dysfunction, dyspareunia, mild urge incontinence and bowel dysfunction. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.